Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2018 and (B)(6) 2018 and developed paradoxical hyperplasia (pah/ph) after treatment. Patient had abdominoplasty on (B)(6) 2019 and a revision (B)(6) 2019.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated upper and lower abdomen, and flanks with coolsculpting may have developed paradoxical hyperplasia (ph).

Event description:
Additional information was received that patient was treated with a cooladvantage applicator.

Manufacturer narrative:
H11-: corrected data: b3 and b5.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen, bilateral waist, and flanks on (B)(6) 2018 using a cooladvantage applicator and developed paradoxical hyperplasia (pah/ph) after treatment. Patient had abdominoplasty on (B)(6) 2019.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen and flanks on (B)(6) 2018 and (B)(6) 2018 and developed paradoxical hyperplasia (pah/ph) after treatment. Patient had abdominoplasty on (B)(6) 2019 and a revision (B)(6) 2019.

Manufacturer narrative:
Additional information: a6, b5.